Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not latch to monitor) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged and were unable to remain securely connected to a monitor. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.